Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000 analyzer generated (B)(6) results for multiple patient samples. Individual patient data was not provided. The (B)(6) results were not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Correction to concomitant medical products. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The complaint indicates multiple (B)(6) patient results were generated by the architect i2000 analyzer. A field service engineer (fse) replaced the valve, manifold kit to resolve the issue. The subsequent service history does not include further reports of erratic or discrepant patient results. Tracking and trending identified no adverse trends. Labeling was reviewed and found to be adequate. A product deficiency was not identified.